Event description:
Underdelivery reported. During routine preventative maintenance testing, the pump was set to deliver at 400ml/hr, dose limit set for 50ml on both primary and secondary lines. Received 27ml for each line for a total of 54ml, expected 100ml. When reprogrammed for 400ml/hr with a 10ml dose limit on both primary and secondary lines, received 5ml from each line for a total of 10ml, expected a total of 20ml. No reports of pt harm or injury while pump was in clinical use.